Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an experiment on a pig performed on (B)(6), 2010. According to the complainant, during the procedure, while positioned in the pig's colon, they attempted to deploy the clip however, the clip would not open. The clip had prematurely deployed and was still half attached to the device. In addition, it was reported that the scope was in a retroflex position. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)